Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the centrimag motor not functioning as intended was confirmed via the motor¿s evaluation. The returned centrimag motor (serial number (B)(6) was functionally tested at the service depot, and an m2: motor disconnected alarm was reproduced across several known working test consoles when the motor was plugged in, and the alarm was unable to be cleared. As a result, the motor was unable to be functionally tested further, as it was unable to be recognized by the test equipment. Although the reported m5: set speed not reached alarm was not reproduced, the reproduced issues with the motor¿s ability to properly communicate with a console could have resulted in the reported event. The root cause of the reported event was isolated to an issue with the centrimag motor; however, the root cause of this issue was unable to be conclusively determined. Review of the device history record for the centrimag motor, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual (rev. M) provides information regarding emergency/troubleshooting in section 10. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual (rev. M) section 12.1 entitled "appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including motor-related alarms, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Updated manufacturer's investigation conclusion: the reported event of the centrimag motor not functioning as intended was confirmed via the motor¿s evaluation. The returned centrimag motor (serial number (B)(6) was functionally tested at the service depot, and an m2: motor disconnected alarm was reproduced across several known working test consoles when the motor was plugged in, and the alarm was unable to be cleared. As a result, the motor was unable to be functionally tested further, as it was unable to be recognized by the test equipment. The motor was not available for further analysis after being tested at the depot. Although the reported m5: set speed not reached alarm was not reproduced, the reproduced issues with the motor¿s ability to properly communicate with a console could have resulted in the reported event. The root cause of the reported event was isolated to an issue with the centrimag motor; however, the root cause of this issue was unable to be conclusively determined. Review of the device history record for the centrimag motor, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual (rev. M) provides information regarding emergency/troubleshooting in section 10. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual (rev. M) section 12.1 entitled "appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including motor-related alarms, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was a suction event/drop in flows at 08:30 am on (B)(6) 2024. Rotations per minute (rpm) were initially at 5,000rpm with a flow of 4.87lpm, and after rpms were lowered in response to chatter, they were unable to be increased higher than 4500rpm and flows were at 4.1lpm. Received a m5 error on the centrimag monitor display. Volume was given, and also increased sedation but neither were effective in increasing flows. Performed a console and motor exchange, and immediately were able to return to 5,000 rpms and 4.89lpm of flow. The patient was cannulated for veno-pulmonary artery (vpa) extracorporeal membrane oxygenation (ECMO) 21f r femoral vein right internal jugular (rij)/pulmonary artery (pa). The patient was then transferred to a different hospital on (B)(6) 2024 for further transplant workup.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.